Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead would not stay in the target vein. It was noted that after a couple attempts at repositioning the lead the physician chose to abandon the effort and evaluate the patient at a later date for an epicardial lv lead. The lead was not used. No patient complications have been reported as a result of this event.